Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed. The instructions for use for the impella cp with smart assist system states the following: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported that the decision for impella cp was made when a 80 year male patient continued to decompensate. During support they reported suction events that were related to volume and resolved after albumin and were able to increase p-level to 9. The patient was successfully weaned, however, had oozing around the impella site after a ¿turn¿ of the patient. Manta was used to close the site. Patient was successfully weaned.

Manufacturer narrative:
The investigation of access site bleeding and low pump flow has been completed. The product was returned and evaluated. No abnormalities were found with the repositioning sheath. Data logs are not applicable to access site bleeding. Clinical details state that the patient experienced bleeding at the impella site after being rolled onto their side after they had been weaned for explant. The root cause of the access site bleeding was most likely patient movement since clinical details noted that the bleeding began after rolling the patient onto their side. The returned pump catheter had been cut in the field, meaning the pump could not be run in the lab. Visual inspection showed biomaterial near the purge gap and on the impeller. There were no cannula kinks found. Data log review showed no motor current spikes/trends indicating biomaterial interaction. Suction alarms occurred over the first night of support mostly resolving within 2 hours. There was 20 mmhg drop in placement signal prior to the suction alarms. Clinical details reported suction alarms during the first night of support that they attributed to volume issues. The suction alarms resolved after giving 2x albumin based on clinical details. The root cause of the suction was most likely patient condition related since there was a drop in placement signal in the data logs and clinical details note the suction alarms resolved after giving volume.